Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place. Unit received with cracked keypad overlay, label damage, cracked case (battery tube), and cracked case-corner of belt clip rails. Unit passed displacement test, active current measurement, sleep current measurement, and self test. No battery or power anomalies noted during testing however, power graph generated by adapt power management tool shows unexpected battery power loss at different periods of time. Problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump had short battery life. Customer stated that the insulin pump was running through batteries very quickly for a few month. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.